Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump did not prime and had a split rubber seal. There was no patient involvement, no injury was reported.

Manufacturer narrative:
H3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "the device is not priming, and it has a split in the rubber seal, the downstream occlusion (dso) seal, on the base" was able to be duplicated. The reported issue was determined to be caused by a delaminated dso seal and dso sensor was out of specification/calibration. The dso seal was replaced and dso sensor calibration. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.